Event description:
It was reported that a patient with an implantable pacemaker underwent radiation therapy and that the pacemaker had an electrical reset. The device remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The system has been returned to the manufacturer after the patient's death. The cause of death has been requested but not received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had cosmetic environmental stress cracking. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking.